Event description:
The patient reportedly experienced head trauma at the implant site, which led to swelling, headaches and retention issues. The patient was reportedly prescribed antibiotics (unknown), which were ineffective. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.